Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the ventricular lead impedance was gradually rising from about 1300 ohms in dec 2014 to 2300 ohms in jan 2015. The average threshold was about 2 volts, but by sep 2014, the threshold had increased to 2.5 volts or greater. Concomitant medical products: sedr01 ipg, implanted 2007-(B)(6). (B)(4).

Event description:
It was reported that during a device follow-up the patient's right ventricular (rv) lead has a suspected fracture. The lead has high impedance and has had rising pacing thresholds for the past few years. Capping and replacing the lead is planned when the patient's implantable pulse generator (ipg) reaches elective replacement indicator (eri). This is expected within approximately seven months. No patient complications have been reported as a result of this event.